Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be "funnel lumen collapses on aspiration / inflation lumen is kinked, occluded." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "10. Removal of device a. To remove the catheter from the rectum, the retention cuff must be deflated. 1) attach the 60 ml syringe to the green inflation port, and slowly withdraw all water from the retention cuff. (Figure 13) b. Make sure the inflation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of fluid. Refer to ideal patient positioning described in step 3a. 1) once you have ensured the cuff is fully deflated, disconnect the syringe and discard. 2) to facilitate removal, you may add an appropriate amount of lubricant to the anal sphincter prior to pulling back on the catheter to remove the cuff. 3) grasp the catheter as close to the patient as possible and slowly slide the cuff out of the anus. Dispose of the device in accordance with institutional protocol for disposal of medical waste."

Event description:
It was reported that the nurse was unable to fully deflate the cuff on the disgnishield. The complainant was reportedly only able to get about 30cc of fluid out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was unable to fully deflate the cuff on the disgnishield. The complainant was reportedly only able to get about 30cc of fluid out.